Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the keyboard foil in the controller was damaged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the user interface membrane on the system controller was confirmed. The user interface was beginning to peel from the bottom left corner of the controller. This was only cosmetic damage and did not affect the ability to read or interact with the screen. The returned system controller, serial number (B)(6), was functionally tested and functioned as intended during analysis. The controller was able to support pump function for an extended period of time. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.